Manufacturer narrative:
This report is being supplemented to provide additional information ,based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to evaluate the subject device, a definitive root cause of the ¿no image displayed¿ issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when connected to the evis exera iii xenon light source, the 190 series scopes had no image displayed but the color bars, and occasionally an e315 unsupported scope error would occur. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that when the 190 series scopes are connected to the evis exera iii xenon light source, no image would display but the color bars stayed on the screen and occasionally an e315 unsupported scope error occurred. The customer confirmed the scopes worked normally on a second tower. The customer was informed that the evis exera iii xenon light source would need to be sent to the national service center for evaluation and repair as the socket was defective. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.